Event description:
During a procedure, the cannulated screw broke during insertion when it hit another screw. The broken section was not retrieved and remains implanted. Surgeon completed procedure with no further problems and no harm to pt.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.